Event description:
Procedure: low anterior resection. According to the reporter: the surgeon found it difficult to remove the ppceea 28 instrument from the pt's rectum. When he did remove the instrument, the anvil detached prematurely from the eea. A kelly clamp instrument was used, which led to the tearing of the posterior side of the anastomosis. The surgeon then reinforced the anastomosis with sutures to ensure the proper closure of the anastomosis. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).